Event description:
It was reported that during a thyroidectomy procedure, the patient had to return to operating room from pacu for a hematoma and bleeding from superior pole vessel following a thyroidectomy. The initial thyroidectomy was completed without incident. The patient developed hematoma in pacu and was returned to or where hemostasis was achieved.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was connected to a test handpiece and generator for functional testing the device activated with the min and max trigger on gen11 with rev 2013_1 software. The device cut test media as expected. There was nothing found in the analysis to account for the issue seen by the user. This analysis is not intended to deny the user experienced an issue.